Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to fracture causing high impedance and threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to fracture causing high impedance and threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The lead tip including the ring electrode and fixation helix were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.